Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 7.0 mmol/l. They said that a red x displayed on the screen. The customer said there were no other alarms that occurred before the critical pump error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify critical pump error (open book image) alarm due to display anomaly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.